Event description:
It was reported per field service report: symptom - pump stopped pumping on battery power while on patient. No harm to patient. Findings/action taken: run time on battery less than 10 minutes, then shut down with alarm. Replaced battery. Rear wheels flat spotted, replaced. Display fuzzy and would go white intermittently. Replaced display head. Additional information received on (B)(6) 2011 from the field service technician as to whether the pump was exchanged off the patient stated "no. It alarmed and stopped. When they put the patient on the aircraft they plugged it in and continued. When they arrived at their destination it stopped again while moving the patient into the hospital. After the switch to the hospital equipment they called for service."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.